Manufacturer narrative:
E1: (B)(6). The device was returned to olympus for evaluation. And the customer's allegation was confirmed. During the evaluation, it was determined, that due to damage on charge-coupled device (ccd) unit, a noise image occurred. Additionally, the evaluation revealed the following findings: adhesive on bending section cover (a-rubber) had a chip, label on video connector was peeled, and the video connector had a crack. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation. It is likely, that the following led to the malfunction: event occurred by breakage or disconnection of the image sensor unit; due to stress of repeated use, external factors or handling, or failure of the parts mounted on the electrical circuit board, such as integrated circuit chip and capacitor. This issue is addressed in the instructions for use (IFU): "chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system" as below. Confirm that the wli and nbi endoscopic images are normal. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images, do not momentarily disappear or display any other irregularities. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported, the endoeye flex deflectable videoscope exhibited noise within the image. There were no reports of patient harm or impact associated with this event. During testing and inspection of the returned device, the color tone of the image was not proper. Which, can be attributed to damage on charge-coupled device (ccd) unit in endoscope connector. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.